Event description:
Per the clinic, the patient experienced poor performance with the device since implantation and open circuits were noted on multiple electrodes. Remapping attempts were made; however, the issue could not be resolved. There are plans to explant the device and reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.